Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon got an electric shock when performing a turp.

Manufacturer narrative:
Result of investigation: the returned products were investigated. The uh400e, the footswitch uf902, working element, bipolar 27040db and the bipolar electrode 011160-01 were examined by karl storz in (B)(6) and no defect was found. The uh801 cable was found to be burnt through on the instrument side (see figure 1). In addition, the cable is in a very poor condition in general. The connector pins on the device side are heavily corroded (see figure 2). The most probable root cause is that a high contact resistance has formed at the connection point of the cable to the instrument due to residues. When the hf device is activated, it heats up strongly at this point and starts to burn. Thus, it was classified as user error. Additional information is provided in section d10 for lot and serial numbers. The event is filed under internal karl storz complaint ID.